Event description:
It was reported that the patient was hospitalized due to pain on their left side where the ventricular assist device (vad) sits and that there was no concerns with compression of the outflow graft but that the gortex came apart. It was further reported that the vad exhibited one suction alarm and above normal power consumption. The patient underwent a computerized tomography (CT) and chest angiogram and it was found that there was a segment of the mid-outflow graft that was no longer contained within the bend relief.  At this site, a retrosternal seroma surrounded the outflow graft and bend relief. Of note, it was stated that the patient will remain inpatient until transplant. The vad and outflow graft remain in use.  No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ outflow graft / d4: model#: 1125 / catalog#: 1125 / expiration date: 30-nov-2021 / lot#: 15965224-9539 / UDI #: (B)(4) / d9: no / h3: no, device evaluation anticipated, but not yet begun / h4: mfg date: 30-nov-2016 / h5: yes / h6: patient ime code(s): e0307, e2330 h6: imf code(s): f2203, f08, f12 h6: img code(s): g04019 h6: FDA device code(s): a04 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s) / d16 additional information has been requested regarding the intervention of the event, but it was not available at the time of this report. If additional information is received, the event will be updated and a supplemental report will be sent. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) ((B)(6)) and the associated outflow graft (lot no. 15965224-9539) were not returned for evaluation. Review of the autologs report revealed consistent increases in power consumption, leading to parameters above the normal operating range within the analyzed period. In addition, review of the autologs report revealed one (1) suction alarm logged on 05/jun/2023 at 16:15:06. As a result, the reported high power and suction events were confirmed; however, the reported "damaged bend relief" event could not be confirmed due to insufficient evidence. Information received from the site indicated that, in addition to the reported high power and suction events, the patient was hospitalized due to pain on their left side where the ventricular assist device (vad) sits and that there were no concerns with compression of the outflow graft but that the gortex came apart. The patient underwent a computerized tomography (CT) and chest angiogram and it was found that there was a segment of the mid-outflow graft that was no longer contained within the bend relief. At this site, a retrosternal seroma surrounded the outflow graft and bend relief. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported high-power event may be attributed to multiple factors including but not limited to external factors such as thrombus formation/ingestion, inappropriate pump rotational speed, and/or patient related factors. Possible causes of the reported suction event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported outflow graft bend relief damaged event may be attribu ted but not limited to handling of the outflow graft during implant. Per the instructions for use, pain and pericardial effusion are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft d4: lot#: 15965224-9539 h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Newly received information provided an update that the patient did not receive a transplant. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient did not receive a transplant.